Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose levels for the past 5 days due which the patient had to visit the ER visit and left at 9pm. It was reported that the patient is pregnant. The blood glucose level at the time of hospitalisation was 220 mg/dl. Symptoms that the patient reported at the time of hospitalization event were feeling sick/unwell, flu like, tired/weak, increased thirst headache blurred vision. The patient showed no signs of dka upon being tested for ketones. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.